Manufacturer narrative:
The complaint of a leak was confirmed, and the cause appears to be use related. A semi-circumferential slit was found between the 0 and 1 cm depth mark of the 4 fr s/l powerpicc solo. The adjoining surfaces at the semi-circumferential slit were microscopically examined and were noted to be glossy and striated, which is indicative of a sharp instrument cut. It is possible that the tubing was inadvertently cut during use. No defects related to the manufacturing process were noted on the complaint sample. A chr of lot #reug0654 showed no other similar product complaint(s) from this lot number.

Event description:
The catheter leaks. No other details available about the leak.